Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the drawing for each instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The aiming arm is in excellent condition with very few scratches while the buttress nut has numerous gouges consistent with heavy usage. The returned instruments are part of the trochanteric fixation nail system (tfn) and their proper use and maintenance is addressed in technique guides. The returned devices were assembled together with a known good blade guide sleeve (part # 357.369 / lot # 4545108) and there were no fit or assembly issues. If the compression nut and aiming arm are assembled without the blade guide sleeve, the nut will not be properly held by the aiming arm. This complaint condition may have resulted from attaching the compression nut to the aiming arm without the blade guide sleeve. The aiming arm will only hold the compression nut in place when used in conjunction with the blade guide sleeve. Because of this, the complaint is determined not to be a design deficiency. All returned parts are determined to be suitable for their intended use when used and maintained as recommended. Since the complaint condition could not be replicated with known good components available at the complaint handling unit, this complaint is unconfirmed, and the design of the device did not contribute to this complaint device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. Further analysis cannot be conducted until the return of the manufactured product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a buttress compression nut slipped out of the aiming arm and that the aiming arm does not hold the compression nut in position. There was no reported patient or procedure involved. This is report 1 of 2 for (B)(4).